Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure, crossing difficulty occurred. The 99% stenosed target lesion was located in a moderately tortuous shunt vessel. A 5.0x40/40 4f sterling over-the-wire balloon was advanced but was unable to cross the target lesion. It was removed and a non-bsc balloon was attempted, but it also was unable to cross the target lesion. The procedure was completed with another device. No patient complications were reported and the patient's status is good. However, product analysis revealed a balloon tear.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of an over-the-wire sterling balloon catheter. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was approximately 30 mm long and approximately centered between the markerbands. There were multiple kinks in the inner shaft of the balloon. Magnified inspection of the balloon material at the edges of the tear and the kinks in the shaft presented no indication of an initiation point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).